Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2014 during which the surgeon noted the patient was fond to have an incarcerated abdominal wall incisional hernia with the omentum incarcerated in the hernia defect. It was reported that the patient experienced an unknown event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 2/7/2022. H6: appropriate term / code not available (e2402) utilized to capture mesh migration. Additional b5 narrative: it was reported that the patient experienced adhesions, mesh migration and abdominal pain following surgery.

Manufacturer narrative:
Date sent to the FDA: 10/18/2021 additional information: d4, h4 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.